Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Tissue was visible inside the returned lead helix which could cause a helix retraction issue. The tissue was removed with alcohol and the helix extended/retracted within specification.

Event description:
It was reported that during the implant attempt, the helix would not fully retract when the physician tried to reposition the lead. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.